Manufacturer narrative:
Correction: section h imdrf annex g.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawers and pockets were not detected on bus. The customer tried to reboot and recover, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawers and pockets were not detected on bus. The customer tried to reboot and recover, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers and pockets are not detected on bus. A field service engineer (fse) inspected cables and disabled the firewall. The fse then checked whether all devices were showed in the diagnostics, followed a knowledge article and ran to check if any of the firewall was enabled. The fse found that the carefusion firewall rules was missing and got a hold of a customer support center agent. A technical support specialist logged in followed a ka medstation es, drawer failure after reboot, cabinet controller does not initialize/ not detected on bus got the rules on the station, enabled the firewall, tested the drawers to verify that it was being detected while the firewall was on. The system functioned as intended after the field service engineer and technical support specialist repaired the device.